Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colonoscopy with stent placement procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician attempted to deploy the stent but the handle broke. The white hub of the handle had detached from the outer sheath and the stent was reported to be difficult to deploy. The physician pulled the outer sheath of the delivery system to deploy the stent. The stent was able to be deployed, but it was not in the correct position. The stent was left implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Updated information on (B)(4) 2014. The stent was implanted to treat a 6 cm malignant lesion due to colon cancer. Reportedly, the patient¿s anatomy was tortuous and was not dilated prior to stent placement. The stent remains implanted to complete the procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colonoscopy with stent placement procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician attempted to deploy the stent but the handle broke. The white hub of the handle had detached from the outer sheath and the stent was reported to be difficult to deploy. The physician pulled the outer sheath of the delivery system to deploy the stent. The stent was able to be deployed, but it was not in the correct position. The stent was left implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of stent positioning problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.